Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no patient consequence.

Event description:
It was reported that during the preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no patient consequence.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d1, d2, d4, d10, g1-2, g3, g4, g5, h2, h10 the device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated. The returned product analysis shows that the powder was found on the cylinder with the liquid monomer stucked on the inside contour of the cylinder. The left pouch was emptied, and the right one was partially emptied. The mixing step was not performed correctly therefore the monomer didn¿t mix in the cylinder and obstructed the tube. According to the available data, the most probable root cause is a handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00063.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and was conform. However, the mixing was not performed correctly, therefore part of the monomer could not flow into the cylinder. Investigation results concluded that the reported event was likely due to an handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.